Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Subsequently, the customer experienced and elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of the report with customer technical support the bg had not yet been addressed. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.